Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient experienced a skin laceration from the electrodes. Patient reported that there is open skin and yellow oozing. Patient does have a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. Patient was mupirocin 2% ointment by a physician. Additionally, patient discontinued use of the lifevest. Follow up indicated that the skin improved.